Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low o2 concentration. Identification of issue has been done by analyzing problem description. The hospital made the repair of the device without our ssu input. Unfortunately, the information about final solution was not provided to us and no more details have been obtained in regards which part turned out to be the source of the issue. The issue was decided to be reported as o2 concentration low alarm may in some cases indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. The device¿s logs and any defective part have been not available for further evaluation, as there was no on-site visit by our technician, hence the root cause was not determined. There was no patient harm. H3 other text : 4117.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).